Event description:
It was reported that the radio frequency does not work with the console.

Manufacturer narrative:
The device was not returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: defective probable root cause: hardware failure software error due to hardware failure damaged receptacle board damaged power board front board failure loose flex cable damage to console during shipping/ handling electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge insufficient cybersecurity (cf) the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the radio frequency does not work with the console.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.